Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that the reaction occurred the day after the sensor fell off. The patient experienced skin redness and swelling where the sensor had been on the abdomen. On (B)(6) 2018 the patient visited the doctor and neosporin was used to treat the skin reaction. At the time of contact, it was indicated that the reaction only lasted for 24 hours. No additional event or patient information is available.